Manufacturer narrative:
Calibration was last performed on 27-sep-2022 and showed signals slightly on the lower side. The qc data was acceptable. The field service engineer replaced a measuring cell and a sample pipette. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys folate iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. For sample la162115, the initial folate result was 2.2 ng/ml. The repeat result on another laboratory's e601 analyzer was 3.03 ng/ml. No questionable results were reported outside of the laboratory. The folate reagent lot is 651618 with an expiration date of jul-2023.

Manufacturer narrative:
The investigation is ongoing.